Event description:
On (B)(6) 2011, account reported that pt presented 1 day post-op on (B)(6) 2011 with grade iii dlk in both eyes. Ucva od 20/100 and os 20/60. The surgeon re-lifted flap. On (B)(6) 2011, ucva od 20/60 and os 20/50. On (B)(6) 2011, ucva od 20/20 and os 20/40. Surgeon switched from generic steroid eye drops to pred forte 1%. Week of (B)(6) 2011, grade ii central. Dlk (improving) ucva od 20/30 and os 20/25, no bcva performed to date. Pt pre-op bcva 20/20 ou.

Manufacturer narrative:
(B)(4). Eval: field service specialist (fss) checked system after the reported event on (B)(6) 2011 and completed quarterly preventive maintenance was performed on laser. Verified proper operation and laser is operating within specs. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.